Manufacturer narrative:
Submit date: 07/25/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4)2016 that a customer had an issue with a dialysis catheter.the customer states at connecting the blood pipeline and red branch the connector jammed and broke. No usage on patient.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. Quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The product sample was returned for analysis and investigation; it consisted of one red adapter that presented signs of use. Visual inspection was performed and the inside of the red adapter showed a hard plastic piece that does not belong to the catheter or the adapter. Additionally, the adapter presents marks that indicate the use of some instrument and its subsequent application of force. The hard plastic piece could not be removed from the inside of the adapter. Dimensional testing was performed finding the adapter within specification. The sample evaluation revealed that no product defective conditions related to the complaint description were identified. Based on this information, the probable cause is that a non-compatible component was used and became jammed in the adapter. The evidence provided is not enough to relate this event to the manufacturing operations. No trends or triggers have been found during this complaint review and no harm was reported for this complaint. Additional corrective or preventive actions are not required at this moment. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for (B)(4), 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.